Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving hydromorphone (an unknown concentration at 7 mg/day), bupivacaine (15 mg/ml at 2.312 mg/day), and morphine (50 mg/ml at 7.7 mg/day) via an implantable infusion pump for non-malignant pain and radiculopathy. It was reported that a motor stall occurred on (B)(6) 2018 and recovered on (B)(6) 2018. The patient did not recently have an MRI. Withdrawal symptoms were reported. The patient was hospitalized in the intensive care unit on (B)(6) 2018 due to the symptoms. The patient's daughter called the device manufacturer representative to report an alarm. The patient also reported hearing an alarm during the motor stall. They tried to perform an alarm test, but were unable to hear the alarm. They tried again, and were still unable to hear the alarm. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the motor stall was not determined. No actions/interventions had been taken at the time of the report. The patient was advised to get the pump replaced. The motor stall had resolved. The cause of the inability to hear the alarm during the alarm test was not determined. It was unknown if the alarm test problem had been resolved. No further complications were reported.